Event description:
Uncontrollable high bg; from (B)(6) 2021 insulin use increased significantly approximately 35% as well as blood glucose. On (B)(6) 2021 during battery change all fresh batteries were rejected. I checked the battery cap and noticed one of the black plastic components to the cap was missing. I replaced that cap with a new one and within hours blood glucose returned to my normal levels. I believe I was not receiving the full dose of insulin that I had bolused for. I called medtronic twice before I noticed the defective cap but they could not explain why this was happening. FDA safety report ID# (B)(4).